Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump had recurring no delivery alarms. The caller also stated that the device continued to deliver insulin when it should not have. Blood glucose level around the time of the incident was between 504 and 540 mg/dl. The caller reported that these issues had been occurring for months leading up to the call. The customer's parent was advised that the insulin pump would be replaced and agreed to return the device for analysis.